Manufacturer narrative:
After investigation the inaccurate scale, which caused an incorrect dosage of medication to be administered, was due to worn load cells. Conversation with the customer confirmed that there were no adverse consequences to the patient as a result of this event.

Event description:
It was reported a patient received an incorrect dose of medication, resulting in an adverse reaction. More information is being requested from the user facility.

Event description:
It was reported a patient received an incorrect dose of medication, resulting in an adverse reaction. More information is being requested from the user facility.